Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump kept alarming no delivery and customer lost four infusion sets. Three telephone attempts were made with the intent to gather further information in regard to the no delivery alarms. No further information reported.